Event description:
The pt reported, his blood glucose reading measured "hi" on his meter and when he tested it on another meter, it measured 509 mg/dl with his target range being 80-145 mg/dl. He stated, his symptom was "feeling weak" and he treated his reading by bolusing 12 units of insulin. During troubleshooting, the pt stated he does not bolus one unit of insulin after inserting an infusion headset. The pt was advised to do so. The pt said, he changes his infusion headset every 3-4 days and was advised to change it every 3 days as recommended. On follow up, the pt stated his readings are back to normal and he is feeling much better. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.